Event description:
The customer reported cases of (B)(6) alinity s (B)(6) samples tested on reagent lot 29414be00, which were confirmed to be (B)(6). The following samples were tested on (B)(6) 2021: sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6). No specific patient values were provided. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Evaluation of complaint data for the product lots identified normal complaint activity. Trending review did not identify any trends for the complaint issue. Device history record review was performed on lot 29414be00, which did not show any potential non-conformances, deviations, or non-conformances. A customer data review for alinty s anti-hbc ln 6p06-55, lot 29414be00 was performed. The aggregated lot performance was assessed across ipst - lisboa, whole blood (wb) peer sites and across all customer sites using these lots. The anti-hbc specificity performance is known to be lower when compared to other assays. This is the result of the higher prevalence of hepatitis b observed within some populations, and specifically observed for wb testing as well as the practice at some customer sites to retain donors that are hbc reactive as long as they are hbsag non-reactive. Therefore, in case of anti-hbc the % specificity cannot assume 0 prevalence or be compared against the product requirement target performance, which is based on samples of known reactivity. The reactive rates of all lots, inclusive of lot 29414be00, at ipst lisboa are generally higher than at their peer sites. However, the assay performance at ipst lisboa is comparable between lots. Additionally, across peer sites, the performance of the complaint lots is comparable to other lots in the field. Further, the aggregated performance of lot 29414be00 across all ous customers is better (higher % specificity and lower irr and rrr) compared to the performance of other lots of the same assay evaluated in the comparison. As for anti-hbc zero prevalence cannot be assumed due to the higher prevalence of hepatitis b, the calculated % specificity (assuming 0 prevalence) within the customer data review cannot be compared against the product requirement. Therefore, to evaluate clinical specificity of alinity s anti-hbc reagent, lot 29414be00, 220 panel members of human negative population panel tier1 were tested. With both lots, the specificity panel met specifications and no false reactive results were obtained. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency was identified with the alinity s anti-hbc reagent, ln 6p06-55, lot 29414be00.corrected data found in section g1 manufacturer contact information.